Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii and rupture.

Event description:
Patient reported right "encapsulation". Healthcare professional later reported right capsular contracture baker grade iii and rupture. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6 device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ capsular contracture: unable to observe as it is a medical event not related to the device. ¿ rupture: no observed openings on the device. Additional observations: ¿ crease fold observed on the device.

Event description:
Patient reported right "encapsulation". Healthcare professional later reported right capsular contracture baker grade iii and rupture. Device has been explanted.

Event description:
Rupture was confirmed to not have occurred with this allergan device.